Manufacturer narrative:
No conclusion can be made. Based on the information provided we are unable to determine to what extent, the perfix plug device may have caused or contributed to the alleged postoperative pain. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in may, 2017. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of event, implant and partial explant dates are estimated based on the information provided, as the actual dates were not provided. Should additional information be obtained, a supplemental emdr will be submitted.

Event description:
It was reported that in (B)(6) 2018 the patient was implanted with a bard perfix plug during an inguinal hernia repair procedure. As reported following implant the patient experienced chronic postoperative pain and in (B)(6) 2018 underwent a revision procedure. During this procedure a portion of the implant was explanted. As reported the patient continues to experience a low level intermittent pain. Due to information found on the internet the patient believes the pain is related to the mesh and has requested that the mesh be removed. At this time an additional revision procedure has not been performed.